Event description:
A trilogy evo device was returned to the manufacturer due to a device showing a "vent service required" alarm during patient use. There was no interruption of therapy or harm reported. Upon evaluation of the device, a failure in the voltage supplied by ac power was confirmed. The system circuit board and power supply were replaced to address the issue.